Manufacturer narrative:
Batch history review: the mfg file was reviewed. It is compliant with our specs and no abnormality was detected. No other complaint was reported on this batch of vena cava filters. Investigation: the filter was not returned for eval. X-ray examination: (B)(6) 2015: the reviewed x-rays pictures show that the filter was advanced from the jugular approach. The filter was released at the level of l3. It was perfectly opened. On (B)(6) 2015: the images show the filter has migrated near the heart right atrium. Conclusion: just after implantation, the filter was properly placed and deployed. The x-ray pictures examination does not give any info which could allow to conclude on the root cause of the filter migration, 10 days after its implantation. It is an isolated case. No corrective action is envisaged.

Event description:
"Filter was implanted without incident on (B)(6) 2015. Images were taken and all was well. Pt was discharged on (B)(6) 2015. On (B)(6) 2015, pt returned and presented with chest pain. Account took images and it appeared that the filter had moved to or near the right atrium. The pt was sent to (B)(6). In a conversation the importer's rep had with the pt's spouse, it was learned that the pt had surgery and the filter was removed. The pt is well and was sent to a rehab facility."